Event description:
Customer's mother reports lancet will not retract after firing while using the softclix lancet device. No accidental needle stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.